Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 7:00 pm for a high blood glucose levels. The customer blood glucose level was unknown at the time of hospitalization but it was 144 mg/dl before dinner. The customer stated that they had a mini heart attack which was thought to have been heart burn at first. The hospitalization was due to the heart attack and high blood glucose. No further information was provided.